Manufacturer narrative:
UDI - not yet required. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection revealed no defects. Visual inspection revealed the needle was properly shielded. Examination of the inner needle confirmed the needle to be straight and the safety cover revealed no defects. Visual inspection of the catheter revealed a scratch 1mm in length and leakage was also observed. Microscopic inspection of the safety cover revealed no defects. A search of the complaint file for the past five years was conducted and did not find any other similar reports. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Although a scratch was observed this is likely from the inner needle being penetrated through the catheter causing the leakage that was observed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a doctor incurred a needle stick using the sr-sff225 device. Follow up communication with the user facility reported: the concerned product was used on (B)(6); when the needle-tip entry into the vessel had been successfully completed by the affected doctor, the treatment was done by the right hand while grasping the finger grip of the catheter hub by the left hand; when the inner needle was about to be removed in order to achieve the catheter detachment from its hub, the patient unintentionally shook their arm; it was reported that a painful sensation shortly started on the doctor's left forefinger afterwards; upon visual inspection of the disposed needle by the doctor, the tip was observed to be safely shielded and locked, while the catheter was also properly inserted on the patient's arm; and there was no health hazard reported.